Manufacturer narrative:
.

Event description:
The patient was raking leaves 2-3 days ago when he experienced a back pain that moved that the shoulder area. The patient placed a hot pad (heat/warm pack) over his shoulder area. In 2008, he started having sharp shooting pains in the pocket. The device was turned off due to the painful sensation. The patient was "freezing up" due to therapy being turned off. Troubleshooting options were discussed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.